Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015's failing the electrical safety test. Account name: (B)(6). Account #: (B)(6). Asset name: asset location: (B)(6) patient or user involvement: no patient or user harm: no case description: customer reports brand new 8015's failing the electrical safety test during preventative maintenance. Failure device type: failure problem type: failure mode: case resolution: customer states bd had a team on site about one month ago checking-in and doing the initial preventative maintenance on around 100 8015's. Once complete, they sat on the racks awaiting distribution. Most still remain on racks. Customers 8015's in use are due for preventative maintenance now, so the customer doing the preventative maintenance again on units that were just checked-in. During the process several 8015's that were just checked in failed the electrical safety test. Customer states the cord was loose. After replacing the brand new power cords, the 8015's passed the test. All units are now in use. Customer is asking why are brand new 8015's failing the electrical safety test with brand new power cords. Customer is awaiting further direction. Ended call. (B)(4).